Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient's mother reported that, in the morning of this report the tubing detached from the quick release and did not knew the blood glucose level as the patient was in school. The set insertion was at the leg. Reportedly, there were no activities to cause detachment and there was no stress or pull on the tubing. The patient inserted a new set and it was working well. No further information available.